Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was not in use when the issue occurred. The device has not been in service for a year.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: blower temperature high" error code (1122). The device was in clinical use when the issue occurred. There was no patient or user harm reported. Onsite service was requested.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that a philips service engineer (se) had serviced the device, and that the power management board was replaced to resolve the issue. The device was tested, and all tests had passed. The device was returned to service.